Manufacturer narrative:
A definitive root cause of the perforation could not be determined. The pump was discarded subsequent to the event and was consequently unavailable for analysis. The exact cause could not be determined from the available data. The analysis of the data revealed that the patient's pressure decreased after the pump insertion and pulsatility decreased substantially. This behavior suggested that the left ventricle was perforated. As stated in the event description according to information from the clinician the patient's left ventricle wall was calcified and thinner than the average person's ventricle, which resulted in the perforation. (B)(4). Device discarded by user.

Event description:
Complainant reported that on (B)(6) 2016 the hospital staff was treating a (B)(6) year old male patient with an ejection fraction of 30%, multi vessel disease and a coronary chronic total occlusion (cto).of the left circumflex artery (lcx). The patient was scheduled to undergo a high-risk percutaneous coronary intervention (hrpci.) The impella cp was placed for patient support on (B)(6) 2016, but approximately 5 minutes after insertion the patient's pressures dropped. Following the drop in pressures, the physician determined that the patient's left ventricle was perforated. The patient was taken to the operating room where the impella cp was removed and the ventricle was repaired and 2 perclose sutures were applied. The physician indicated that the patient's left ventricle wall was calcified and thinner than the average person's ventricle, which resulted in the perforation. The patient was reported to be in stable condition following the surgical repair of the left ventricle.